Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer was fatigued and experiencing malaise; therefore, the customer scanned the sensor and obtained a reading of 51 mg/dl, with no alarm. The customer reported requiring treatment of 3 sugars, orange juice, and 2 cakes by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.section h-4 (device mfg date) has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer was fatigued and experiencing malaise; therefore, the customer scanned the sensor and obtained a reading of 51 mg/dl, with no alarm. The customer reported requiring treatment of 3 sugars, orange juice, and 2 cakes by her husband. There was no report of death or permanent injury associated with this event.